Manufacturer narrative:
Further investigation cannot be pursued because there is no lot number. The customer had only provided one strip code. This strip code corresponds to 5 different strip lots, 2 of which had been expired on the dates the customer had obtained their inratio inr values. It is not possible to determine which of these 5 lots the customer was using when their reported inratio inr values were obtained. Trending of this type of issue will continue to be performed (trend code analysis).

Event description:
The caller alleged a variance between the inratio inr results in comparison to the poc inr results. The results are as follows: (B)(6). The patient self tester was unable to provide a lot number; only the strip code of 1r0yh was provided.